Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 50 mg/dl at the time of the event. The customer stated that the basal rates were adjusted following the event, and she has not experienced any low blood glucose readings since the adjustments. Nothing further was reported.